Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a lower sensor scan result of 3.9 mmol/L and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute). The customer was asymptomatic and self-treated with glucose tablets. Furthermore, after an unspecified period of time, the customer self-presented to the hospital after the sensor readings remained stuck on 3.9 mmol/L despite taking corrective action. At the hospital, the HCP meter showed a glucose reading of 8.8 mmol/L, and the customer was administered an unspecified IV infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.